Event description:
The customer reported one of the switches on the footswitch is not activating. Six cases were cancelled. None of the patient were prepped. No patient injury reported.

Manufacturer narrative:
The customer ordered a footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 09/02/2008.